Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the indicated phenomenon occurred due to the internal board of the processor. The reported phenomenon of the image is not displayed on the exera2 endoscope when connecting to the processor was confirmed. The fse replaced the pc board. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no image was present when using olympus, exera ii endoscopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified prior to a procedure. The intended procedure is unknown. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated by olympus. It was determined an image was not present due to a printed circuit board (pcb) failure. The pcb was replaced to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.